Event description:
It was reported that the patient was implanted with two ins's in 2008. (See manufacturer's report # 3007566237-2012-00130 for other ins). Since the implant, it was noted that the devices have switched off sometimes without particular reasons, except once with an airport metal detector. No troubleshooting had been performed. The physician asked the patient to keep a diary where he can record the switching off that occurs. At this time, the physician had decided not to explant these devices and to keep on monitoring the patient. The patient was fine, even if the device switching off interrupted the therapy and in those moments symptoms would come back.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Neurostimulator model # 7426, serial # unknown, implanted: 2008-(B)(6), explanted: n/a; lead model # unknown, lot # unknown, implanted: unknown, explanted: n/a; extension model # unknown, lot # unknown, implanted: unknown, explanted: n/a.